Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
Additional manufacturer narrative: a response from the healthcare provider was received indicating this device was explanted due to bioprosthetic mitral valve regurgitation. It was also noted that this event was due to procedural related factors. There have not been any allegations of a quality deficiency related to the edwards valve. The device was discarded after explantation. No other details were provided. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible at this time.

Event description:
In this case, edwards received information that this bioprosthetic valve, implanted approximately two (2) years, was explanted due to unknown reasons. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve.